Manufacturer narrative:
The insulin pump had intermittent buttons response due to flattened esc and act buttons dome switch. No unlocked lcd keypad connector noted. The insulin pump was received with missing segment, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer¿s pump had a cracked battery compartment. Their blood glucose was unknown. Nothing further reported. The insulin pump was returned for analysis.